Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are embedded bilateral. Small, metallic coils within the cornua') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, prolapse, menopausal (last menses was (B)(6) 2017) and hives. Concurrent conditions included nabothian cyst, pap smear abnormal, cystocele, rectocele, stress incontinence, heaviness in extremities, asthma, dysthymia, headache, joint pain, fever, uterine prolapse, urinary incontinence, paratubal cyst and endocervical squamous metaplasia. Concomitant products included aloe vera latex, first-generation cephalosporins, metronidazole (metrogel), minocycline and sulfanilamide. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections and bacterial vaginosis"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections and bacterial vaginosis"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vulvovaginal mycotic infection ("infection (other) describe: yeast & garderella"), gardnerella infection ("infection (other) describe: yeast & garderella"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy anterior & posterior colporrhaphy, cul-de-sac obliter). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, urinary tract infection, bacterial vaginosis, urinary tract disorder, bladder disorder, vulvovaginal mycotic infection, gardnerella infection, dysmenorrhoea, vaginal discharge, genital haemorrhage, menorrhagia, vaginal haemorrhage and migraine outcome was unknown. The reporter considered bacterial vaginosis, bladder disorder, dysmenorrhoea, embedded device, gardnerella infection, genital haemorrhage, menorrhagia, migraine, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: operative procedure: vaginal hysterectomy, bilateral salpingectomy anterior colporrhaphy, posterior colporrhaphy, cul-de-sac obliteration, transvaginal obturator tape, perineorrhaphy. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on (B)(6) 2017: atypical squamous cells of undetermined significance (ascus). Imaging procedure - on an unknown date: total bilateral occlusion. Ultrasound pelvis - on an unknown date: normal sonographic appearance of the uterus and ovaries. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal discharge, bacterial vaginosis, uti. Most recent follow-up information incorporated above includes: on 17-mar-2020: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraine headaches. Lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("there are embedded bilateral. Small, metallic coils within the cornua") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, prolapse, menopausal (last menses was (B)(6) 2017) and hives. Concurrent conditions included nabothian cyst, pap smear abnormal, cystocele, rectocele, stress incontinence, heavy feeling in arms & legs, asthma, dysthymia, headache, joint pain, fever, uterine prolapse, urinary incontinence, paratubal cyst and endocervical squamous metaplasia. Concomitant products included aloe vera latex, first-generation cephalosporins, metronidazole (metrogel), minocycline and sulfanilamide. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections and bacterial vaginosis"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: urinary tract infections and bacterial vaginosis"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vulvovaginal mycotic infection ("infection (other) describe: yeast & gardnerella"), gardnerella infection ("infection (other) describe: yeast & gardnerella"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy anterior & posterior colporrhaphy, cul-de-sac obliter). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, urinary tract infection, bacterial vaginosis, urinary tract disorder, bladder disorder, vulvovaginal mycotic infection, gardnerella infection, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered bacterial vaginosis, bladder disorder, dysmenorrhoea, embedded device, gardnerella infection, urinary tract disorder, urinary tract infection, vaginal discharge and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: operative procedure: vaginal hysterectomy, bilateral salpingectomy anterior colporrhaphy, posterior colporrhaphy, cul-de-sac obliteration, transvaginal obturator tape, perineorrhaphy. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on (B)(6) 2017: atypical squamous cells of undetermined significance (ascus). Ultrasound pelvis - on an unknown date: normal sonographic appearance of the uterus and ovaries. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal discharge, bacterial vaginosis, uti most recent follow-up information incorporated above includes: on 3-may-2019: pfs & mr received: case become valid and incident. Event injury nos was replaced with new events- device embedded, urinary tract infection, bacterial vaginosis, bladder disorder, urinary tract disorder, vaginal yeast infection, gardnerella infection, menstrual cramp, vaginal discharge. New reporter and consumer address were added. Patient demographic details and race were added. Date of insertion was added. Concomitant conditions, concomitant medications, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.